Event description:
Two arthrex headless compression 4.0 mm screwdriver tips got broken while being used with the patient intra-operatively. All pieces were retrieved as confirmed with clear x-ray. No harm with the patient occurred. Clinician informed; broken tips given for review. Reference report: mw5171741.